Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the radiofrequency (rf) programmer head was connected, the programmer would not turn on, though it would power on without the rf head connected however it would shut off if the rf head was lifted out. The programmer has been returned for service. There was no patient involvement. It was further reported via analysis that the issue could be with the (unreturned) referenced radiofrequency head as the returned programmer tested just fine at analysis. The status of the rf head is unknown.